Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of failed accuracy test was not reproduced. A review of the event history log (ehl) revealed two infusion parameters for flow accuracy testing outlined in the spectrum iq installation and maintenance manual. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had failed accuracy, volume tests during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.